Event description:
It was reported that during implant of the right ventricular lead positioning difficulties and high impedance occurred and satisfactory placement could not be obtained. The lead was not implanted and another lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The full lead was returned and analyzed. Blood found in/on the helix/lobe mechanism.